Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/02/2016 with the following findings: a review of the pump¿s black box showed multiple pump reboots occurred. During investigation, a visual inspection of the pump showed a crack in the battery compartment from the threads to the case seal on the side. No battery cap was returned; a test battery cap was able to fit securely and maintained electrical connection. During testing, no power interruptions or power loss occurred. The pump cover was removed and no damage to the power printed circuit board or moisture ingress was observed. The complaint of a power issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had intermittent power and the battery compartment was cracked. There was no damage to the battery cap reported and the yellow o-ring was not visible at the battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.